Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 403 mg/dl at the time of incident and the current blood glucose of the patient was 298 mg/dl. Customer treated with insulin pump. Troubleshooting was performed. The customer stated that they enter blood glucose 403 mg/dl and it gave 8.3unit of insulin and they delivered it but insulin pump did not prompt customer to calibrate it. Customer's outcome pertaining to the complaint. Advise it was due to delivering a bolus at that time. Advise customer needs to manually enter the blood glucose. Advise to test again and calibrate. Customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.